Event description:
Reporter alleged obtaining a blood glucose result of 106 mg/dl on the advantage system; however, was experiencing hypoglycemic symptoms of feeling disoriented. Reporter stated, a relative treated him with orange juice because, he was unable to self treat. Reporter indicated after being treated, the relative called emergency medical technicians (emts) and their result measured 42 mg/dl within 10 minutes of the original result. No other actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.